Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Due to the pod leaking during wear, the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly was inspected and did not find the soft cannula bent, kinked, or damaged. An 0x1c alarm generated in the device data, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirms the device has operated for 80 hours. No timeouts or drive stalls were observed in the device data. Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.